Manufacturer narrative:
This report is submitted on may 9, 2022.

Event description:
Per the clinic, the patient experienced infection and skin granulation at the abutment site (date not reported). The patient was subsequently treated with topical antibiotics, however, the issue did not resolve. The patient underwent skin cauterisation on (B)(6), 2022, and had the abutment removed. The implanted device remains.